Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. The receiver log was reviewed and no errors were observed. The reported event of error message for low transmitter battery was not confirmed. A root cause could not be determined.